Manufacturer narrative:
Follow-up #1 date of submission 08/12/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with the insulin on board feature enabled and set with a duration of 4.0 hours. A review of the pump history revealed that a 3.8 unit bolus was delivered and accounted for with the insulin on board feature 15 hours before the next bolus; therefore, the insulin on board reading appropriately displayed 0 units. During testing, a 10 unit bolus was delivered and accurately reflected by the insulin on board feature. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the insulin on board feature displayed 0 units before the duration had ended. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.